Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported that in 2009 at approximately 6:00pm she ate and bolused 8 units of insulin and she programmed an extended bolus of 4 units of insulin for 7 hours. At 6:59pm her blood glucose measured 71 mg/dl and at 9:51pm her blood glucose measured 65 mg/dl. She was very confused and fell and had skin abrasions and a broken tooth. At 10:50pm her blood glucose measured 66 mg/dl and she drank a beverage to elevate her blood glucose. In the next day, her blood glucose measured 397 mg/dl at 5:30am and 300 mg/dl at 8:00am. She stated that she found the infusion device was not working and she did not receive an alarm or error message. She changed the battery but the infusion device did not function. Her normal blood glucose level is 100 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be retuned for evaluation.